Manufacturer narrative:
A supplemental report is being submitted for and updated investigation. Product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient experienced confusion after a fall at home. The patient was admitted to the hospital and a cranial computerized tomography (cct) scan revealed slight intracranial bleeding in the frontal subarachnoid right hemisphere. A repeat cct revealed a regressive parenchymal hemorrhage. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the vad instructions for use, neurological dysfunction is a known potential complication associated with the implantation of an vad pump. There was no evidence that the patient had a history of neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00700870. Corrected sections: - b2 outcome attributed to adverse event: corrected to check off ¿life threatening¿ and "intervention req" - b5 desc evt problem: corrected to include additional adverse event experienced by the patient and intervention performed - h6 patient codes (ime/annex e), imf (annex f) health impact: corrected to include new annex codes that reflect the reported event. - h10 addt manufacturer for MDR: corrected the product event summary to include the reported event for adverse event product event summary: ventricular assist device (vad) (B)(6)was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient experienced confusion after a fall at home. The patient was admitted to the hospital and a cranial computerized tomography (cct) scan revealed slight intracranial bleeding in the frontal subarachnoid right hemisphere. A repeat cct revealed a regressive parenchymal hemorrhage. It was further reported that approximately thirteen days later, the patient experienced nasopharyngeal bleeding and was bleeding from their mouth. Of note, the site stated that ¿nasopharyngeal cavity treated with a tamponade.¿ the patient subsequently received packed red blood cells (prbc) and two units¿ fresh frozen plasma (ffp) and prothrombin complex due to their international normalized ratio (inr) being 5.1. The patient had persistent bleeding and had deterioration of ventilatory situation. The patient had diver blood clots removed via bronchoscopy which revealed bloody oozing from the lower bronchial system. Of note, the patient¿s international normalized ratio (inr) was no longer measurable. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, and neurological dysfunction and bleeding are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately thirteen days later, the patient experienced nasopharyngeal bleeding and was bleeding from their mouth. Of note, the site stated that ¿nasopharyngeal cavity treated with a tamponade.¿ the patient subsequently received packed red blood cells (prbc) and two units¿ fresh frozen plasma (ffp) and prothrombin complex due to their international normalized ratio (inr) being 5.1. The patient had persistent bleeding and had deterioration of ventilatory situation. The patient had diver blood clots removed via bronchoscopy which revealed bloody oozing from the lower bronchial system. Of note, the patient¿s international normalized ratio (inr) was no longer measurable.

Event description:
It was further reported that cct indicated the location of the event as frontal subarachnoid right hemisphere. A repeat cct revealed a regressive parenchymal hemorrhage.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information included additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient experienced confusion after a fall at home. The patient was admitted to the hospital and a cranial computerized tomography (cct) scan revealed slight intracranial bleeding. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the vad instructions for use, neurological dysfunction is a known potential complication associated with the implantation of an vad pump. There was no evidence that the patient had a history of neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This information was received from the destination therapy post approval study. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced confusion after a fall at home. The patient was admitted to the hospital and a cranial computerized tomography (cct) scan revealed slight intracranial bleeding. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.